Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 596mg/dl. The customer stated that she experienced weakness and she was shaky. Initially, the customer called to report that the infusion set was changed three times and the insulin pump kept alarming no delivery. No further information was provided.